Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer declined to return pump.

Event description:
It was reported customer was hospitalized due to ketoacidosis after acknowledging occlusion error messages but not acting on the error message; was treated with serum at the hospital.